Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 13 december 2025, the user informed senseonics that the system was providing results that differed from their blood glucometer measurements. Following escalation and review, a sensor replacement was approved due to performance deviation, and an RMA was issued for the return of the sensor for further investigation. The returned sensor underwent visual inspection, which showed that a portion of the hydrogel was missing from the long end of the sensor. This missing hydrogel was most likely caused by excessive force from the removal clamps during explant and is not related to the user's reported issue. The observed damage was not expected to affect functional testing, as adequate hydrogel coverage remained over the optical components. In-house testing identified chemical degradation of the glucose-indicating chemistry across all four channels. A review of the in vivo sensor data showed a declining signal in all sensing areas, consistent with oxidation of the glucose-indicating chemistry within the hydrogel. This degradation likely contributed to the sensor inaccuracies reported by the user. The user was provided with a replacement sensor as part of the resolution.